Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported for blank display. The customer¿s blood glucose was unknown. Customer's mother reported that insulin pump had turn it off by itself. She tried to change battery but it doesn't restart. Customer tried battery from different box. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in manufacturing mode. Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08705 inches. Unit powered up properly after the test battery was installed. Unit was programmed and monitored for 1 day. No blank display noted. Unit had minor scratched display window, damage (scratched ) display window cover, scratched case, missing serial number label, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer.